Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience as a large burr was observed on one of the blades, preventing the unit from actuating. Based on the condition of the returned unit and the description of the event, the burr likely resulted from the scissor blades interfering with one another at their proximal end. However, the exact root cause of the blades interfering with each other is unknown. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: lap gastric bypass. Event description: scissors do not open properly and stayed open. Additional information received via email from [name] on 31 august 2022: the device was functional when opened. When the surgeon tried to use it to cut a suture, it went in the port and the jaws refused to open or close. Was going to be being used to cut sutures. The device is still in the department and can be sent back if requested. Additional information received via email from [name] on 6 september 2022: as we opened a new scissor(same brand), there was no change to patient status. I thought it was functional at the beginning, but when the surgeon tried to use it, the jaws didn¿t open or close. If my memory is correct he tried it inside the patient and when it didn¿t work, pulled it out and tried again outside prior to requesting a replacement. I thought the lot number was put on the paperwork, but it would be on the charge sheet and I am pretty sure that both scissors were from the same batch. Intervention: requested a replacement. Patient status: there was no change to patient status.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap gastric bypass. Event description: scissors do not open properly and stayed open. Additional information received via email from [name] on 31 august 2022: the device was functional when opened. When the surgeon tried to use it to cut a suture, it went in the port and the jaws refused to open or close. Was going to be being used to cut sutures. The device is still in the department and can be sent back if requested. Additional information received via email from [name] on 6 september 2022: as we opened a new scissor(same brand), there was no change to patient status. I thought it was functional at the beginning, but when the surgeon tried to use it, the jaws didn¿t open or close. If my memory is correct he tried it inside the patient and when it didn¿t work, pulled it out and tried again outside prior to requesting a replacement. I thought the lot number was put on the paperwork, but it would be on the charge sheet and I am pretty sure that both scissors were from the same batch. Intervention: requested a replacement. Patient status: there was no change to patient status.